Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6). Product type recharger product ID 37751. Serial# (B)(6). Product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient receiving deep brain stimulation (dbs) therapy with an implantable pulse generator experienced multiple issues, including a broken connector pin on the desktop charger, a recharger not charging the implant, difficulty charging the right-side implant with the wireless recharger, and difficulty locating the implant for charging due to the implant being awkwardly positioned and tilted in the chest. The implant was also reported as turned inside the chest, and there was mention of a damaged or lost/stolen 37751 recharger. The implant was located in the chest. The patient was treated for dbs therapy. Troubleshooting steps included agent assistance in attempting to charge the implant, during which the patient was able to start charging and maintain a connection. The issue was resolved through troubleshooting. No deaths, illnesses, infections, or adverse events/outcomes were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3. Analysis of the (B)(4) desktop charger (dtc) (s/n#: (B)(6) revealed cable assembly has a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.